Event description:
Major pump unit(s) involved: blood pump. Additional text: questionable inflow conduit malposition. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: oriented toward lv free wall. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention:, implant device type: lvad malfunction device type:.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.